Event description:
Reference number (B)(4). Event occurred in united states. It was reported that, the patient encountered infusion set's blockage event on (B)(6) 2025. The blockage was at tubing. No further information was available.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2025-09536), was submitted on 28-may-2025. Based on the description, it was found that the insulin being used was off-label. So therefore the malfunction code has been changed to product used off-label or against the contraindications or not according to the instructions for use. So the case is thereby downgraded to non-reportable. Thus, this MDR is being submitted to retract the initial MDR.

Event description:
To date, additional patient or event details were received which have been added in h11.